Event description:
During follow-up, far r-oversensing resulting in mode switch was observed. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed at this time. The patient was in stable condition.